Event description:
It was reported that the patient presented to the clinic for a follow up. Interrogation of the pacemaker noted that the right atrial (ra) lead was over-sensing noise resulted in inappropriate mode switch episodes. During the ra explant procedure, insulation breach was noted on the lead. The ra lead was explanted and replaced. The patient was in stable condition.